Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose with blood glucose of 600 mg/dl. The customer's current blood glucose is 600 mg/dl. The customer was treated by manual injection . Troubleshooting was done for high blood glucose and under delivery. Customer states the drive support cap appears normal. The customer was wearing the insulin pump during the hospitalization. The customer was hospitalized due to diabetic ketoacidosis also. Based on customer report customer does allege pump was under delivering. The insulin pump will be returned for analysis.